Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specifications in relation ot the system error 105, which was observed during power up. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.